Event description:
In 2004 - the pt complained of severe pain at implant site; diagnosis; superficial cellulitis. The pt was treated with augmentin for 1 week and vicodin for pain. Pt has had increased symptoms or fever. On the following month - the interstim was repositioned in the or. CT done three days later - questionable infection. On five days later - the cellulitis resolved, however, the pt still complained of pain. On nine days later - no pain, but pt complains of some urinary retention. The device was reprogrammed. On the following month - the pt complains of pain at new site, unable to sit, positive infection at site. Fluid was drained from site, augmentin was prescribed. On twelve days later - no pain. On the following month - the interstim was removed per pt request. In early 2005 - follow-up after interstim removal; no pain, no retention; urinating well.

Manufacturer narrative:
(B)(4). The generator, extension and lead were returned for analysis. All were functionally ok. The lead was ok, but was cut through (suspect explant damage). This report is being filed under exemption number (B)(4) which covers a two yr time period from june 1, 2005 to may 30, 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 10 unreported serious injury events for model 3023; all product code ezw). This total includes the event described in this report.